Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys c-peptide (c-peptide) on a cobas 8000 e 602 module. On (B)(6) 2018 the patient presented to the clinic due to high blood glucose. The glucose result at the clinic was 707 mg/dl and a urine ketone test result was 3+. Based on these results, the physician diagnosed the patient with diabetic ketosis. The patient was referred to the hospital where they were hospitalized. On (B)(6) 2018 the urine c-peptide result was 279.5 ug/24h. The c-peptide result from a serum sample before eating was 0.09 ng/ml and the c-peptide result from a serum sample after eating was 0.23 ng/ml. All results were reported outside of the laboratory where the physician did not notice the difference between the urine result and the serum sample results. The results from the serum samples were believed to be correct. The patient was being administered 10 units humulin r continuously from (B)(6) 2018. Based on the urine c-peptide result, no changes were made to the patient's insulin dose. During the day of (B)(6) 2018 the patient had symptoms of hyperglycemia of dehydration. The patient's blood glucose result was 700 mg/dl. On the evening of (B)(6) 2018 the patient's insulin dose was changed to 16 units of lantus xr. On (B)(6) 2018 the patient had a blood glucose result of 100 mg/dl. On (B)(6) 2018 another urine sample was collected and the c-peptide result was 3.1 ug/24h. The physician thought the urine result from (B)(6) 2018 was incorrect. That sample had already been discarded so no repeat testing could be performed. The urine c-peptide result from (B)(6) 2018 was believed to be correct. The customer stated qc results were acceptable and there were no other issues with other patients tested for c-peptide. The c-peptide reagent lot number and expiration date were not provided. It was noted that the customer found that the issue was due to a patient sample mix-up. No further details were provided.